Event description:
It was reported, the customer was having battery issues with their insulin pump. The customer stated their battery was not lasting for more than a week. It was also found the customer woke up to a blank display on their insulin pump. Troubleshooting found the customer was not using their backlight frequently or pressing their buttons excessively. It was also found the customer had a weak battery alarm, failed battery test alarm, and battery out limit alarm in their alarm history. Customer's blood glucose was unknown. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.